Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. The customer reverted to an alternate method in insulin therapy. It was also reported that the customer experienced a blood glucose (bg) level of 2 ¿ below 40 mg/dl. Reportedly, customer was unconsciousness and paramedics were called who monitored patient¿s heart, administered an intravenous drip, and transported customer to the emergency room where customer was admitted to the hospital. Customer was treated intravenously fluids of saline to address the low bg. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage.